Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell out of its case and the infusion set site was pulled out. The customer inserted a new infusion set site and insulin delivery was resumed. Blood glucose was 250 mg/dl.